Event description:
The pacing system was implanted on (B)(6) 2014. Reportedly, during the follow-up performed on (B)(6) 2021, noise oversensing was observed on both channels. The patient was requested to perform provocative maneuvers but no changes were observed in the ECG. The patient was not exposed to the recent use of a vibration device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2014. Reportedly, during the follow-up performed on (B)(6) 2021, noise oversensing was observed on both channels. The patient was requested to perform provocative maneuvers but no changes were observed in the ECG. The patient was not exposed to the recent use of a vibration device. Preliminary analysis revealed that atrial and ventricular leads issues are suspected.